Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). **UDI related data quality updates only** UDI is unknown as no information on product have been provided this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the gtrs retrieval device could not catch the celect-pt filter for retrieval. However, four days later the filter was successfully retrieved by forceps. The filter was not returned for analysis, but a single poor quality fluoroscopic image was submitted for review. This demonstrates the gunther tulip retrievable set extending through the celect platinum ivc filter with the loop snare contained within the sheath. The celect platinum ivc filter does not demonstrate any significant tilt on this single image. One of the secondary arms is displaced and not normally aligned, likely related to the inadvertent engagement of this structure with the retrievable loop. The resolution is such that all of the secondary arms cannot clearly be visualized on this single image. The primary arms appear well aligned. Given the description of the procedure, the filter is likely tilted anteriorly or posteriorly and not appreciated on this single image, causing the hook of the ivc filter to abut the wall of the ivc. Reportedly, the hook was not embedded, but with the hook against the wall of the ivc, engagement of a snare device can be challenging. There are many potential straightforward solutions for this situation, unfortunately none of which appear to have been performed in this case. However, it is noted that four days later the filter was successfully retrieved with forceps. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: the physician was unable to retrieve the filter. During the case he used both a clover snare and a gtrs in his attempt to retrieve the filter. He made comments during the procedure that he ¿can¿t understand why it¿s not catching the hook when it¿s clearly over the device¿. This was out loud in front of an awake patient. The patient asked on two occasions ¿does this mean that my filter is defective?¿, to which the physician assured her it was not. It appeared that the snare was deflecting away from the hook of the filter, possibly due to it¿s placement with the hook lying against the cava wall. Multiple angles of x-ray were taken, and it was unclear if there was growth along the hook. At one point during the procedure the physician accidentally grabbed one of the stabilizing struts, which misaligned in the process. The physician was able to release the strut without further incident. The filter was implanted ~2 weeks prior to this intervention. Patient outcome: the physician will be bringing the patient back to attempt an advanced retrieval technique.

Manufacturer narrative:
Manufacturers ref (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect filter g4) PMA/510(k): k211875 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information on 18dec2023: hook not embedded, doctor says no ingrowth. After cloversnare and gtrs were unsuccessful, patient was re-booked and alligator forceps were used. Implanted 2 weeks prior to reported event. Follow up retrieval (with forceps) took place 4 days after failed attempt.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.